Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us had an alarm 401 - "inspiration valve or device leaky", high peak inspiratory pressure (pip), and inspiratory valve leak. Furthermore, there was no patient associated with this event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue and the inspiration block was replaced to resolve the issue. Root cause of failure was determined due to intermittently leaking inspiration valve nt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.